Event description:
Reportedly, after firing the instrument one time, everything seemed fine, after removing the instrument, there was no anastomosis. Only one complete donut. Procedure was converted to a colostomy. Lar.